Event description:
It was reported that while the ventilator was connected to a pt, three technical errors indicating disable valves, pt category mismatch and internal memory error were generated and ventilation stopped. (B)(4)

Manufacturer narrative:
(B)(4)